Event description:
It was reported that during an open gastrectomy, the cartridge pan came off and it was left in the jaw when the cartridge was removed after the second firing. The left cartridge pan was removed with a forceps. Another cartridge was loaded into the same device and used to complete the case without problem. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: results - pan. The analysis found that one ec60a device was returned in good visual condition and with two reloads present. One reload was received fully fired and with the cartridge pan partially dislodged at left distal end. The second reload was received fully fired and in good visual conditions. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found.